Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the burning and jolting sensation started almost immediately after implant. The patient stated that at first the jolting was not that bad but after she had pneumonia (which involved a lot of coughing), the jolting started getting pretty intense. The patient noted that the jolting would throw her hips out even when the stimulation was off. It was noted that the patient was afraid to turn the stimulation on. Since the implantable neurostimulator (ins) was removed, the patient had not felt any burning or jolting. It was noted that only the battery was removed and not the leads.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient¿s therapy never really worked since implantation. The patient had a hard time getting stimulation to where all the pain was and it was reported that the patient needed reprogramming. It was reported the stimulation was in the patient¿s legs and it was supposed to be in their back. It was reported that the therapy had been bothering the patient for the past couple weeks and that the previous sunday the implantable neurostimulator (ins) got caught on the lip / stuck on the back of a chair when she was standing up and the ins area had been burning and tender since (B)(6). It was noted that the patient was not able to see anything on the ins area. It was reported the patient never had therapeutic effect. It was reported that the stimulator ¿had not really worked really good¿ since being implanted. It was noted that they had been trying to work on it. It was later reported that the patient was still having concerns with their device or therapy, and had just had an appointment on (B)(6) 2013. Additional information received reported that the device sometimes burned the patient at the pocket. The reporter noted that impedances were normal and multiple reprogrammings were done. It was also noted there were x-rays done. Patient symptoms included burning sensation and less than 50% therapy relief at the device pocket and right side implant. It was reported there was a complete explant on (B)(6) 2014.

Event description:
Additional information received from the patient confirmed that the ins always had stuck out and when they sat in a chair it would get stuck. It was noted that there was a burning sensation at the ins site and would "jolt" them. The patient just could not stand it anymore and had the ins removed in (B)(6) 2014. The leads were still implanted. The patient was working with their doctor about getting another device put in. The indications for use for the implanted device were noted as degenerative disc disease and spinal pain.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found insignificant anomalies and was functionally okay. It was noted that the device passed all functional testing and a connector block leakage test. There was no information in the file to indicate that the complaint of a ¿burning sensation¿ is heat related; therefore, no additional testing was performed.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found there were insignificant anomalies and was functionally okay.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) was removed on (B)(6) 2014 due to periodic shock ing and constant burning pain to the patient that started after implant. It was unknown which explant date was correct. The reporter noted that the device would still shock the patient even when it was off. It was noted that since the ins was explanted the patient was no longer feeling the shocking/burning sensation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.